Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported experiencing an adverse skin reaction while wearing an adc freestyle libre sensor for 11 days. Customer further reported experiencing symptoms described as redness and irritation, and having contact with a healthcare professional who prescribed diprogenta (betamethasone- a corticosteroid, gentamicin- an antibiotic) ointment for treatment. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
This serves as a correction report. Section (date received by mfg) was incorrectly documented in the initial MDR 30 day report. The correct date is april 02, 2019.

Event description:
Customer reported experiencing an adverse skin reaction while wearing an adc freestyle libre sensor for 11 days. Customer further reported experiencing symptoms described as redness and irritation, and having contact with a healthcare professional who prescribed diprogenta (betamethasone- a corticosteroid, gentamicin- an antibiotic) ointment for treatment. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Additional information: device manufactured date has been updated based on returned product download. Sensor (B)(4), with adhesive, has been returned and investigated. Visual inspection has been performed on returned sensor and no issues were observed. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history review) for the libre sensor and sensor kit was reviewed and the dhrs showed the libre sensor and libre sensor kit passed all tests prior to release.  Dose audit reports were reviewed and demonstrates the continued effectiveness of the established sterilization process for libre sensor kits. Environmental monitoring reports were reviewed, including bioburden and endotoxin testing, and demonstrated that all monitoring processes continue to meet adc minimum requirements for product quality.  All review activities conducted above, including but not limited to the final release testing specifically associated with the manufacture of this product, are sufficient information in order to show if the product has met specifications prior to release.

Event description:
Customer reported experiencing an adverse skin reaction while wearing an adc freestyle libre sensor for 11 days. Customer further reported experiencing symptoms described as redness and irritation, and having contact with a healthcare professional who prescribed diprogenta (betamethasone- a corticosteroid, gentamicin- an antibiotic) ointment for treatment. There was no report of death or permanent injury associated with this event.